Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo. The setscrew marks on the connector pin were too proximal.

Event description:
It was further reported that the lead continued to exhibit high and erratic impedance, and was explanted and replaced. No patient c omplications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed, indicating impedance on the atrial pacing lead was beyond the expected upper range. On (B)(6) 2016, atrial pacing impedance measured high at 4047 ohms from a trend 400-500 ohms. (B)(4).

Event description:
It was reported that following a patient fall, the right atrial (ra) lead exhibited high impedance and was suspected to have dislodged. The lead was programmed off, will be revised, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.